Manufacturer narrative:
Investigation is ongoing.

Event description:
As reported from our affiliates in (B)(6), this was an implant of a 26mm sapien 3 ultra valve by transfemoral approach. During the procedure, as the balloon was being inflated, the system "popped up". Pacing was done on wire, and from the angiography, there did not appear to have been a ventricular contraction. Another sapien 3 ultra valve was implanted in the annulus. The outcome of the second implant was excellent and the patient was doing well.

Manufacturer narrative:
Updated h6- type of investigation, investigation findings corrected h6- investigation conclusions the device was not returned for evaluation. Imagery was provided and the following observations were made: presence of calcified cusps and sinotubular junction (stj). No calcium evident within annulus/annular perimeter. The complaint for valve embolization into aorta was unable to be confirmed as no relevant imagery/medical report was provided for evaluation. The reported event does not allege a malfunction that could be related to an edwards manufacturing deficiency. A review of IFU/training materials revealed no deficiencies. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. As reported, "as the balloon was being inflated, the system popped up. Pacing was done on wire and, from the angiography, it did not appear to have been a ventricular contraction. Another valve was implanted in annulus." Per the instructions for use (IFU), valve embolization is a potential adverse event associated with the transcatheter valve replacement (tvr) procedure and the use of the edwards thv devices. There are multiple patient and procedural factors that alone or in combination can cause or contribute to aortic embolization, including improper positioning before deployment, poor image intensifier angle, poor coaxial alignment of the valve and delivery system, severe septal hypertrophy, minimally or bulky/severely calcified leaflets, preserved ejection fraction, loss of pacing capture, rapid deployment, the release of stored tension during deployment, and movement of the delivery system by the operator. Per training manual, "wait until 1:1 capture is maintained before inflating" and "slow inflation during initial deployment may help with stability of the delivery system and thv during deployment." Additionally received information clarified that the lvot was narrower (due to calcification) than annulus, which might have caused the balloon to slip out of implant position. However, the lvot and annulus measurements were not provided. Due to insufficient information, a definitive root cause is unable to be determined at this time. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.